Event description:
Complainant alleged that during biomed testing, the device's defib output was incorrect. When set at 120 joules, the device discharged 149 joules. Complainant indicated that there was no pt involvement in the reported malfunction.